Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon fired the device across the cystic duct with a vascular reload; the device cut but did not staple. The surgeon opened the device and the cartridge fell out. He had to pick out the malformed staples from the cystic duct. He then used another like device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.